Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that after removing the sensor the customer noticed that the cannula broke and could no longer be seen in the customer's body. The customer stated that the sensor signal is being lost. The sensors had been worn for three days. The issue started on (B)(6) 2017. The customer's blood glucose at the time of the incident was 100 mg/dl. The customer declined troubleshooting for lost sensor alarm. The sensor will be returned for analysis